Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote mr balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was removed and replaced with another 2.5mm x 220mm x 150cm coyote mr balloon catheter but it also ruptured upon inflation. The device was completely removed and the procedure was completed with a new balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote mr balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was removed and replaced with another 2.5mm x 220mm x 150cm coyote mr balloon catheter but it also ruptured upon inflation. The device was completely removed and the procedure was completed with a new balloon catheter. No patient complications were reported and the patient's status was stable. Returned product consisted of coyote balloon catheter with no other devices. The balloon, shaft and tip were examined. There was a pinhole 31mm from the tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous kinks in the distal shaft.